Manufacturer narrative:
Device used for treatment, not diagnosis. Unknown when device malfunctioned. Additional product code hwc. (B)(6). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device history records review not available to report at this time.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient had surgery for peri-prosthetic fx of his thr on (B)(6) 2018 and was in an orthopaedic rehab facility following this. At approx 6 weeks post-op a routine x-ray revealed the plate had fractured, requiring revision surgery. No history of any falls during this time. Plate was removed and is being decontaminated to be sent back for review. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device history record (DHR) review: part number: 02.124.418s; synthes lot number: l391116; release to warehouse date: may 12, 2017; expiry date: may 01, 2027; manufacturing site: (B)(4). No nonconformances (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Investigation summary: visual inspection the plate referred in the investigation record for (article: 02.124.418s, lot: l391116) is visually damaged: the plate is broken at level of the hole va 7. The plate has been returned not in original packaging. Functional test / dimensional inspection: the plate was inspected for all the features pertinent to the complaint condition according to the product investigation matrix ¿broken/cracked¿. All the measurable features pertinent to complaint condition have been found conforming to specification. The visual inspection found that the plate, lot l391116, is broken at the level of the hole va 7, for this reason the hole is not measurable. The holes va 6 and va 8, closest to the breakage area, were re-inspected: the relevant measurable features for these holes were found conforming to the specification. Since all the holes are manufactured in the same production step, using the same computer numerical control (cnc) program and tools (repeated features), it can be stated that hole va7 is in specification as well. The plate thickness and width were measured in various points of the plate and found in specification. No evidence of nonconformance manufacturing related. Summary: the manufacturing investigation is disposed as confirmed due to the fact that the plate referred in the complaint is broken as reported in the complaint description. The breakage observed in the investigation was done postproduction. No manufacturing related issue was identified, therefore review to the specific prm and prm line is not applicable. Considering that all relevant measurable product features meet specification and no visual defects manufacturing related have been identified on returned item, the conclusion of the product investigation is that the returned part is conforming from a manufacturing perspective. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Concomitant devices reported: 3.5 mm locking attachment plate for 4.5 mm locking compression plate (lcp) plate (part number 02.120.601s, lot number 8846585, quantity 1); connecting screw for locking attachment plate (part number 02.120.605s, lot number 9142691, quantity 1). Unknown quantity of post-operative x-rays taken on unknown dates and on (B)(6) 2018; 6-week post-operative x-ray revealed that the plate had fractured. Both concomitant devices mentioned were also received on april 17, 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.